Manufacturer narrative:
Correction: h4. A supplemental MDR was submitted to reflect the correct manufacture date.

Event description:
It was reported when using the bd pyxis¿ medstation¿, single user unable to login to pyxis. Unable to authenticate. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user account was locked. A technical support specialist dialed into the station and reviewed the station logs, confirming that the user account was indeed locked. The tss advised the customer to contact their pyxis administrator to request that the account be unlocked. The customer acknowledged the resolution. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ , single user unable to login to pyxis. Unable to authenticate. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.